Event description:
When the physician turned the power on, the device reportedly "unable cut well". The procedure was completed with a different device. There were no clinical consequences to the patient.